Event description:
A patient reported experiencing inaccurate low results with an ot profile meter. The patient's blood glucose results were 106 mg/dl (meter), 151 mg/dl (lab). Tests were done < 10 minutes apart with a difference of 21%. On another occasion the patients blood glucose results were 125 mg/dl (meter), 261 mg/dl (lab). Tests were done < 10 minutes apart with a difference of 46%.patient did not experience any adverse events. No further information has been reported.